Event description:
It was reported that balloon rupture occurred. A 10/3.75 flextome cutting balloon was selected for use. During procedure, the balloon ruptured at 8atm. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and patient's status was good.